Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient underwent percutaneous coronary intervention. The 90% stenosed, 33x2.5mm target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After predilation, a 2.50mmx38mm synergy¿ drug-eluting stent was implanted. Post dilation was then performed and the procedure was completed. No patient complications were reported and the patient's status was good. Four days post-procedure, the patient presented with chest pain and angiography was performed which revealed thrombosis in the mid part of the previously implanted synergy stent. Thrombectomy was then performed as well as dilatation using a balloon catheter. No further patient complications were reported and the patient's status was stable.